Event description:
A malfunction occurred on the pump, but there were no notable events leading up to it. There was no reported adverse impact to the customer¿s blood glucose level. Customer support provided information to reset the pump, assisted in the reset process, and confirmed that the malfunction did not recur. The customer was informed they could continue using the pump and to call back if the issue reappeared, which they acknowledged and understood.